Manufacturer narrative:
At the time of this investigation no sample or lot number were provided. Many attempts were made to retrieve investigation results from the supplier, (B)(4), however we have learned they have de-listed their FDA registration and they are no longer in business since january 2020. As such, we do not expect to receive any feedback or investigation results from the supplier. Cardinal health is no longer doing business with this supplier. Cardinal health has initiated a formal recall (event #: (B)(4)) to the FDA of certain cardinal health convenience kits that contained the gowns manufactured by the supplier (B)(4).

Event description:
Based on information received from the customer allegedly a patient had an infection, on (B)(6) 2019. The infection was called non-tb atypical microbacteria. Reportedly the health department came in and did a thorough testing and found nothing. The customer provided no further information after several attempts.